Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 35-year-old female patient who had essure (batch no. 706802-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essue insertion performed on same day.". The patient's past medical history included asthma, blood pressure high, appendectomy in 2002, sinus operation in 2009, pregnancy in 2002, miscarriage in 2000, d & c, parity 2, multigravida, follicular cyst of ovary, back surgery, hyperlipidemia, depression, irregular menstrual cycle, bladder infection, hemorrhoids, chickenpox, pneumonia and heavy periods. Concurrent conditions included sulfonamide allergy, menorrhagia, drug hypersensitivity, acne, breast tenderness, nipple discharge, necrotic uterine fibroid, diarrhea, nausea, vomiting, gastritis, hematometra, sleep apnea, obesity, sciatica and muscle weakness. Concomitant products included bacitracin zinc from (B)(6) 2013 to (B)(6) 2014, co-diovan (hydrochlorothiazide w/valsartan) from (B)(6) 2013 to (B)(6) 2014, fluticasone propionate w/salmeterol (advair diskus) since 1985, ibuprofen, loratadine (claritin 0.1 %), omeprazole from (B)(6) 2013 to (B)(6) 2014, oxycocet (acetaminophen w/oxycodone) from (B)(6) 2013, paroxetine, polysaccharide-iron complex (poly-iron) from (B)(6) 2013 to (B)(6) 2014, procet (hydrocodone/acetaminophen) from (B)(6) 2013, promethazine from (B)(6) 2013, salbutamol sulfate (proair hfa) since 1985 and tramadol from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced the first episode of rash ("rashes"), the second episode of rash ("rashes or skin conditions type: rashes everyday") and the first episode of pruritus ("rashes or skin conditions type: itching everyday"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain even when not menstruating / severe abdominal cramping even when not menstruating"), dysgeusia ("metallic taste in mouth"), uterine pain ("severe uterine pain"), arthralgia ("severe hip pain"), fatigue ("fatigue"), vaginal infection ("vaginal infections") with vaginal discharge, weight fluctuation ("weight fluctuations"), the second episode of pruritus ("itching"), anxiety ("psychological or psychiatric problems condition: anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen (advil), prednisone, surgery (on (B)(6) 2013, underwent a total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, back pain, abdominal pain lower, dysgeusia, uterine pain, arthralgia, fatigue, vaginal infection, weight fluctuation, the last episode of pruritus, alopecia, vaginal haemorrhage, anxiety, the last episode of rash and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of pruritus, the first episode of rash, the second episode of pruritus and the second episode of rash to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes (B)(6) 2013 :hysteroscopic evaluation: findings:: cervical stenosis with adhesions in cervical canal and on hysteroscopic evaluation the appearance of post ablation changes in the ervical canal, upon release of the cervical stenosis there was spontaneous drainage of old chocolate colored blood. After inserting the hysteroscope and draining the old blood the endometrial cavity was examined, the endometrium appeared thin and w/o significant scarring. Only one tubal ostia was visualized and its location was at the center of the fundus, directly above the cervical os. There was no e/o an essure coil in the intracavitary portion of the uterus or tube. The hysteroscopic evaluation of the uterus was more consistent with a unicornuate uterus - however this exam was done 3 years after an essure sterilization and endometrial on (B)(6) 2010, pelvic ultrasound, impression: there are bilateral follicular cysts of each ovary, nabothian cyst is noted in the cervix. Pathologic diagnosis: endometrium: proliferative type endometrium including small fragments of benign end cervical mucosa. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain. Menorrhagia. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 35-year-old female patient who had essure (batch no. 706802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion performed on same day.". The patient's past medical history included asthma, blood pressure high, appendectomy in 2002, sinus operation in 2009, pregnancy in 2002, miscarriage in 2000, d & c, parity 2, multigravida, follicular cyst of ovary, back surgery and hyperlipidemia. Concurrent conditions included sulfonamide allergy, menorrhagia, drug hypersensitivity, acne, breast tenderness, nipple discharge, necrotic uterine fibroid, diarrhea, nausea, vomiting, gastritis, hematometra, sleep apnea, obesity, sciatica and muscle weakness. Concomitant products included bacitracin from (B)(6) 2013 to (B)(6) 2014, co-diovan (hydrochlorothiazide w/valsartan) from (B)(6) 2013 to (B)(6) 2014, ibuprofen, loratadine (claritin 0.1 %), omeprazole from (B)(6) 2013 to (B)(6) 2014, oxycocet (acetaminophen w/oxycodone) from (B)(6) 2013 to (B)(6) 2013, paroxetine, polysaccharide-iron complex (poly-iron) from (B)(6) 2013 to (B)(6) 2014, procet (hydrocodone/acetaminophen) from (B)(6) 2013 to (B)(6) 2013, promethazine from (B)(6) 2013 to (B)(6) 2013, salbutamol sulfate (proair hfa) since 1985, seretide (advair) since 1985 and tramadol from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced the first episode of rash ("rashes or skin conditions type: rashes everyday") and the first episode of pruritus ("rashes or skin conditions type: itching everyday"). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain even when not menstruating / severe abdominal cramping even when not menstruating"), dysgeusia ("metallic taste in mouth"), uterine pain ("severe uterine pain"), arthralgia ("severe hip pain"), fatigue ("fatigue"), vaginal infection ("vaginal infections") with vaginal discharge, weight fluctuation ("weight fluctuations"), the second episode of rash ("rashes"), the second episode of pruritus ("itching") and anxiety ("psychological or psychiatric problems condition: anxiety "). The patient was treated with surgery (on (B)(6)2013, underwent a total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, back pain, abdominal pain lower, dysgeusia, uterine pain, arthralgia, fatigue, vaginal infection, weight fluctuation, the last episode of rash, the last episode of pruritus, alopecia, vaginal haemorrhage, anxiety and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of pruritus, the first episode of rash, the second episode of pruritus and the second episode of rash to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes. (B)(6) 2013 :hysteroscopic evaluation. Findings: cervical stenosis with adhesions in cervical canal and on hysteroscopic evaluation the appearance of post ablation changes in the cervical canal, upon release of the cervical stenosis there was spontaneous drainage of old chocolate colored blood. After inserting the hysteroscope and draining the old blood the endometrial cavity was examined, the endometrium appeared thin and w/o significant scarring. Only one tubal ostia was visualized and its location was at the center of the fundus, directly above the cervical os. There was no e/o an essure coil in the intracavitary portion of the uterus or tube. The hysteroscopic evaluation of the uterus was more consistent with a unicornuate uterus - however this exam was done 3 years after an essure sterilization and endometrial ablation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Menorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia), anxiety, rashes and itching, dysmenorrhea (cramping), are added. Lot number added. Lab data updated. Outcome of events updated. Historical condition and drugs are added. Concomitant condition and drugs are added. Product , patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only on 27-feb-2018: medical record received. Event medical device monitoring error added. Lab data updated. Concomitant condition and drugs are added. Historical drug & condition are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain even when not menstruating / severe abdominal cramping even when not menstruating"), dysgeusia ("metallic taste in mouth"), uterine pain ("severe uterine pain"), arthralgia ("severe hip pain"), fatigue ("fatigue"), vaginal infection ("vaginal infections") with vaginal discharge, weight fluctuation ("weight fluctuations"), rash ("rashes"), pruritus ("itching") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2013, underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, abdominal pain lower, dysgeusia, uterine pain, arthralgia, fatigue, vaginal infection, weight fluctuation, rash, pruritus and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, fatigue, pelvic pain, pruritus, rash, uterine pain, vaginal infection and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.